Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint was for a report of a use error, reuse of single-use product issue was confirmed because the patient reused the disposable supplies. The cause was undetermined. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's service center regarding a patient that attempted to carry out therapy without replacing the supplies from the previous therapy, which occurred on the homechoice (hc) during initial drain. The home patient (hp) was calling in to bypass the day therapy. The technical service representative (tsr) explained the setup was compromised and the hp would need to start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.